Event description:
Boston scientific received information that during a follow up visit, when the magnet was placed over this device pacing inhibition rather than a continuous pacing stimulus was noted. This device is nearing elective replacement indicators after being implanted eighty-one and one-half months. There was concern that this device was not functioning appropriately. Threshold measurements were within normal and no lead issues were noted. As the patient with this device will be traveling, a replacement procedure is intended in the near future. No adverse patient effects were reported.

Event description:
Additional information was received. Subsequently, approximately two months later, a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
According to available information, this device remains implanted. When the device has been removed and returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis revealed this device had not reached elective replacement time. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In addition, analysis determined the device responded according to specification with the application of the horseshoe magnet and concluded this device met specification.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.